Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the leadless pacemaker had trouble being interrogated. Electrodes had to be re-arranged and interrogation was successfully achieved. Once interrogated, loss of capture and sensing was noted. The device was then confirmed to have dislodged via chest x-ray imaging. It had migrated into the right pulmonary artery. The device was explanted and no longer replaced. The patient was stable.